Event description:
It was reported the system had cut off in the middle of cases. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuses and connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.